Event description:
It was reported by the facility that, "a (B) (6) male, was upgraded from ICU to stepdown unit status so his ECG electrodes were removed at 2pm (they had been on since that morning). The skin under two of the electrodes was blistered (one had a small tear) the other 3/5 areas under the electrodes varied from pink to extremely reddened."

Manufacturer narrative:
The original device is not being returned to manufacturer; however, a device from the same lot of the actual device involved in the incident is being sent. The device has not been received to date. When device is received and a quality engineering evaluation is completed, a supplemental report will be filed.